Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to a repeat negative troponin test result. Based upon the initially positive result, the patient was treated by the clinician. The customer performed repeat testing on the original patient sample and the result was negative. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra result and treatment the patient received.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse verified all aspirate probe down positions and performed slight adjustments to the aspirate home positions. The fse observed and replaced the aspirate probe 3 pinch valve that was not shutting off when closed. The cause for the initially false positive advia centaur xp troponin result may be attributed to the aspirate probe pinch valve, however the customer did observed a few hours after processing the sample some fibrin above the gel clot that may be a contributing factor. Siemens will continue to monitor. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi." The instruction for use under the specimen collection and handling states the following: "before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Samples are free of bubbles."